Manufacturer narrative:
The philips field service engineer (fse) advised that it needs to make sure all ports are connected to the access point controllers (apc's) to 100/full. Based on the information available and the testing conducted, the cause of the reported problem was the configuration of the apc's. The reported problem was confirmed. The fse advised the customer that the apc's need to be hard coded and not set to auto/auto.

Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2025, the telemetry was down for the entire hospital, and the tele pacs were not going to the central monitor. The device was in use on a patient at the time of the event. There was no adverse event reported.